Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. The cgm was reading continuously low so every time it would give her an alert that she was low, she self-treated with glucose tablets and orange juice. There was no bg taken and she was just relying on the dexcom to treat herself. The patient didn't experience any symptoms. Around 2:30 in the morning, she was still receiving low alerts so she took a bg reading which didn't give any numbers at all, so she asked her husband to call 911 thinking that she was low. The ambulance came and they took a bg reading which was high without any values and the cgm reading was still low. At the ambulance, they just monitored her with the bg and they took her blood pressure. They wanted to treat her with IV but she refused it because she wanted it to be done at the hospital. At the hospital they took a bg reading which was high and the cgm reading was low. They removed the sensor and took another bg which was 866 mg/dl. The patient was treated with insulin 10 units and after a while she was treated with additional 5 units and treated with IV medication. The patient was discharged after 6 hours around 8:30 in the morning on the same day. At the time of the discharge the bg reading was 268 mg/dl and she is not wearing a sensor anymore. At the time of the report the patient was doing fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.